Event description:
The health care professional (hcp) of the home patient (hp) reported the hp became fluid overloaded with shortness of breath while using the homechoice pro cycle for apd therapy. The hcp relates that the hp is non-compliant regarding their diet and "will eat and drink anything they want", resulting in a weight gain from 162 lbs to 170lbs, shortness of breath and fluid retention. The hcp relates that the hp was instructed to use 4.25% dextrose (dianeal) during apd therapy in order to reduce their weight via fluid ultrafiltration. Accoarding to the hcp, removal of excess fluid during apd therapy resulted in a higher volume of ultrafiltrate than usual, which exacerbated the hp's shortness of breath and feelings of being bloated. The hp placed the cycler into a manual drain and continued therapy to completion with no further difficulties.